Event description:
The patient fell on the ice about a week and a half ago. Since then the recharger was showing it was charging the implantable neurostimulator (ins) with good coupling, but when the patient tried to use the programmer, it advised that the ins needed to be recharged. The patient's last successful recharge was 2008. The ins was currently off. The patient was at home and was encouraged to contact his healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.